Event description:
The complainant alleged that during treatment of a pt, (gender unknown), for cardiac arrest, the paddles would intermittently not discharge. The complainant indicated they continued to use the paddles with no adverse effect to the pt. They were unable to duplicate the reported malfunction after the event.